Event description:
This is a report by a consumer in (B)(6) with supplemental information from a nurse of peritonitis in a home patient (hp) coincident with dianeal (unspecified) therapy. On an unreported date in (B)(6) 2008, the patient began treatment with dianeal pd4 ambuflex, 15 liters nightly, (intraperitoneally), ip (lot number not reported) and extraneal, 2 liters nightly, ip (lot number not reported) for automated peritoneal dialysis (apd) therapy for end stage renal disease. During a call with baxter technical services (bts) regarding assistance with the homechoice device the customer reported the hp has peritonitis. On (B)(6) 2012 baxter global pharmacovigilance followed up with the hp's peritoneal dialysis nurse (pdn) regarding the peritonitis and received the following information. The pdn reported on (B)(6) 2012, while at the pd (peritoneal dialysis) clinic, the patient was diagnosed with peritonitis. On the same date, the patient was treated for the peritonitis with vancomycin, 2 gm ip once and vancomycin 1.5 gm every five days ending on (B)(6) 2012. Per the nurse, the cause of the peritonitis is unknown. At the time of this report, the nurse confirmed that the patient recovered from the event of peritonitis. The nurse stated that the event of peritonitis was not related to the pd therapy or the homechoice machine. It was not reported whether the patent was re-trained on aseptic technique. Concomitant therapy was not reported. The pdn denied having any further follow up information.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot numbers gd891598, gd891770 and gd891903 with no issues detected during the manufacturing process.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information was received by baxter global pharmacovigilance from a nurse as follows. The nurse reported dianeal therapies were ongoing. On (B)(6) 2012, the patient was again treated with vancomycin 1.5 gram, every 5 days ip (intraperitoneally).